Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited capture anomaly. It was determined that the lead had dislodged. During lead revision, the lead helix would not retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.